Event description:
The ortho summit processor instrument reportedly processed a microvell plate with one row of microwells on the plate consistently reading low ods. No death or serious injury was associated with this incident.